Event description:
Boston scientific received info that this right atrial lead displayed increasing pacing threshold measurements and that the ra lead dislodged. An invasive revision procedure was performed and the ra lead was explanted and replaced with another ra lead. To date, no adverse pt effects were reported with this clinical observation.